Event description:
It was reported that there was a pressure sensor defective and displayed incorrect values. Subsequently, it was found that the hls cable was corroded. The failure occurred during treatment. The device was exchanged during treatment. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there was a pressure sensor defective and displayed incorrect values. Subsequently, it was found that the hls cable was corroded. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation on 2024-03-07. The hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed that the hls cable socket was corroded, which is why the values were not displayed correctly. The log files of the reported cardiohelp device were reviewed and pump start and pump stops were observed on the date of event. However, these were low priority alarm and were indicative of the treatment procedure. Another disposable connection cable with the same failure was previously investigated by getinge life cycle engineering. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use (IFU) of the cardiohelp, in chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Referring to the instructions for use (IFU) of the cardiohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-03-11 for the period of 2015-10-26 to 2024-03-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-26. Based on the results the reported failure "pressure reading issue ¿ hls cable corroded" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.